Manufacturer narrative:
Final analysis found that only the connector end of the lead was returned. The damage found is consistent with that occurring during the surgical procedure, otherwise normal lead function was observed.

Event description:
It was reported that the patient deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was reported to be coronary artery disease and cardiac arrest. No additional information was reported.